Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in the patient for endovascular treatment of an 45 mm diameter anastomotic aneurysm. The left common iliac artery diameter measured ~ 6.5 mm, and the left external iliac artery diameter measured ~ 4.7 mm. It was reported that during the index procedure, the physician implanted the stent graft in accordance to the IFU. The stent graft was brought up from the left side and implanted to just below the bovine carotid artery. The left subclavian artery was intentionally occluded with a vascular plug. The final angiogram did not show any damage in the access arteries. The incision was closed as usual. The stent graft was successfully implanted without any endoleaks. As the patient was recovering from the anesthesia, the patient complained of pain in the groin of the left leg. Although the ultrasound did not indicate any issues, the patient had a weak pulse. The condition was monitored for a while, but no improvement was seen, so an angiography was performed again for the leg. The angiography showed no blood flow detected in the area from the cut-down site to the distal superficial femoral artery. It appears that the artery was occluded due to intima at the access site was damaged while closing the incision. The patient received treatment immediately. The physician performed endarterectomy and patch angioplasty. Angiogram after intervention showed that the blood flow was restored,and the patient's pulse was resumed. The event was resolved. Per the physician, the cause of the damage of the intima at the access site that led to occlusion was most likely due to user error. No additional clinical sequelae were reported and the patient is fine.